Manufacturer narrative:
Product was returned and upon review the plastic hairlike fibers described were not able to be located, therefore no cause could be attributed. The other catheters involved were also not returned for investigations. No findings indicated that the device did not meet its specifications prior to use.

Event description:
After using base camp and hipoint 88 the physician noted hairlike plastic strains near the skive. There was no impact to the case and no unusual friction.